Event description:
It was reported that the patient was experiencing pain at the pocket site and inadequate stimulation. The patient underwent an ipg explant procedure and the explanted ipg will not be returned.